Manufacturer narrative:
Device available for evaluation : yes, product returned to manufacturer on 11th july 2019. Device returned to manufacturer: yes. Device evaluation: the pcb00v device was received on 07/11/2019. The device was received in the pouch and was in good condition, it wasn''t bent. The box was damaged. The reported issue lens damaged was not verified however packaging was confirmed but it could not be determined if the condition observed is related to manufacturing process. The shipping process cannot be ruled out. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable there is no indication the lens was implanted. If explanted; give date: not applicable there is no indication the lens was implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lens box containing a tecnis optiblue itec preloaded device was crushed upon opening the parcel. The customer stated the lens looked bent. All information available have been submitted.